Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Date of the event is an approximation. Patient stated that they put the sensor on, then took it off after an hour, and had a scar for 3 weeks. Location of sensor and scar was unknown. Additional event or patient information is not available. Actual date of event is unknown.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. Date of the event is an approximation. Patient stated that they put the sensor on, then took it off after an hour, and had a scar for 3 weeks. Location of sensor and scar was unknown. Additional event or patient information is not available.